Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that via (B)(6), it was observed that inappropriate atp therapy was received. Reprogramming was recommended and device remains implanted.